Event description:
In 2009, this pt underwent endovascular repair of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk-ipsilateral leg component was placed on the right side. Cook coda balloon catheters were used bilaterally during the procedure. Upon ballooning the device in the area of the common/internal iliac bifurcation, it was observed that the pt's blood pressure dropped rapidly and it was suspected that the right common iliac had transected. A contralateral leg component was placed extending into the right external iliac and hemostasis was achieved; however, the pt's blood pressure dropped again. A retroperitoneal incision was made in the right common iliac and it was discovered that the right internal iliac was also transected. Patch angioplasty was performed, and the pt's blood pressure stabilized. The pt received three units of blood during the procedure. The pt tolerated the procedure and reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the minimum iliac diameter treatment range required for the pxt261414 is 12 - 13.5 mm.